Event description:
Boston scientific received info that this right ventricular (rv) lead did exhibit high thresholds. During the normal device changeout that occurred, this lead was attempted for removal. However, the lead remains in due to that the fixation would not retract. There was no adverse pt effects associated with this clinical observation. To date, all info suggests that this lead remains surgically abandoned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.